Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2003: the patient was pre-operatively diagnosed with: lumbar degenerative disc disease, l4-l5 and l5-s1; grade 1 spondyl olisthesis, l4-l5 and underwent the following procedures: bilateral l4-l5 and l5-s1 anterior lumbar interbody arthrodesis; bilateral l4-l5 and l5-s1 implantation of anterior lumbar interbody cage prostheses (lt cages); implantation of recombinant human bone morphogenic protein, l4-l5 and l5-s1; intraoperative fluoroscopy and image interpretation; retroperitoneal approach to anterior lumbosacral spine. As per op-notes, ¿morphogenic bone protein was then reconstituted and provided collagen sponges saturated. The bilateral cages at l5-s1 as well as at l4-l5 were filled with the saturated collagen sponges." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.